Manufacturer narrative:
A review of the reported event by sciton clinical staff concluded that the probable root cause to be the failure to maintain proper fluid level in the chiller. The treatment parameters (viz., 80 joules, 20 ms, spot size 5x5, 5 deg c) were within reasonable range for (B)(4) type iii skin. Sciton clinical staff evaluated the device at customer site and found no malfunction of this device. Customer reported that the treatments, one with even darker (B)(4) skin type, "were perfect".

Event description:
A clinician treating a pt for laser hair removal on upper lip, chin, sideburns and neck reported that the pt was very red and the upper cheeks were blistered.